Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that perforation tear.

Manufacturer narrative:
P53j protector samples received by our quality team for investigation. Through visual inspection, two open spots on the case dispenser is observed, it appears case has been manipulated after our packaging process at the plant due to the label on the box. A device history review for lot 2105120 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. All inspections of these batches were performed in accordance with procedure, and no notations related to the reported incident were noted. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are unable to identify a root cause related to our manufacturing process at this time.

Event description:
No additional information received.